Manufacturer narrative:
The device was returned to repair center for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned to the repair center with a report of channel damaged. This does not indicate a MDR reportable event. However, a reportable failure was found during testing at the service center. During the inspection of the device, image noise was found. There was no patient involvement.